Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there would be disconnection either from the patient cable or sensor cable. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo, but the customer refused a repair and requested return of the product. A failure analysis and investigation of the product could not be completed because the failure analysis process involves destruction of the product. (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no similar reported issues prior to this reported event.